Manufacturer narrative:
The device received open book or critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on electrical board. Moisture damage noted on force sensor flex connector noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had motion sensor test failure. Customer's blood glucose value was 111 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will returned device for analysis.